Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including thrombus formation, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2016 with high watt alarms. Within the prior twelve hours to admission, it was noted increasing watts from three to eight and high flow alarms (>10 lpm). Patient complained of dizziness, but no other symptoms. Patient was started on asa and a 10 mg bolus and 10 mg/hour actilyse and a prominent resolution was noted. Watts decreased to 3.5 and flow values returned to 5.5 lpm. A thrombus is suspected based on lab values and red urine. As of (B)(6) 2016, the patient's urine was normal colored and hb stabilized. On (B)(6) 2016, the patient was noted to have red urine again, and pump watts elevated to 4.5 and flow rate increased to the 8-9 lpm range. Patient was given a 20mg bolus of actilyse and 20mg infused over one hour and continues with asa. There were no signs of worsening heart failure and no bleeding symptoms. Tte and tee were negative for evidence of thrombus in left ventricle. A second 10mg bolus and 30mg/hour infusion of actilyse the patient's watts decreased to 3.5. It was noted that the medical team noted an improvement within the first administration of actilyse on (B)(6), symptoms reappeared. After the second infusion, it appeared that patient's clinical signs returned closer to normal limits. Patient's urine is now clear and watts are around 3.5. Additional information received states that patient's anticoagulation was controlled and as of (B)(6) 2016 was doing well with no further issues.

Manufacturer narrative:
Serious and life threatening adverse events, including device thrombus, has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.